Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, as of 23-jun-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient experienced pulmonary hemorrhage during a standard bronchoscopy with biopsy procedure. At that time, the robot was undocked from the patient and the ebus bronchoscopy portion was already completed. As a result of the complication, the patient required cardiopulmonary resuscitation. The patient was stabilized but in critical condition. At the time of this report the patient remained hospitalized. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
After an ion endoluminal lung bronchoscopy with biopsy, an endoscopic ultrasound was performed, followed by a standard bronchoscopy with biopsy. The ion portion of the case was already completed and the robot was undocked and the ebus bronchoscopy portion was also completed. Afterwards, during the standard bronchoscopy with biopsy, the patient experienced pulmonary hemorrhage in right lower lobe (rll) due to spontaneous rupture of the pulmonary artery fistula, which the physician reported as an incidental event that could have happened even if they were not doing the branch. The patient became unstable due to massive hemoptysis (quantity could not be specified). The remaining portion of the procedure was aborted because the patient went into pulseless electrical activity (pea) cardiac arrest. Cardiopulmonary resuscitation was administered and the patient was resuscitated after lung isolation to the left main stem with endotracheal tube readjustment. The patient was transferred to the intensive care unit in somewhat stable, but critical condition where comfort care was provided. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.